Event description:
It was reported that the patient presented to the hospital in an unstable condition. The week prior the patient complained of pacemaker pocket site pain and swelling. Upon presenting to the hospital, the patient had flu like symptoms including fever and chills. The device pocket was red, swollen, but intact according to the cardiology fellow involved in the examination. The device exhibited normal function without compromise. Per the physician, the results of echocardiography revealed valvular vegetation, but nothing noted specific to any indwelling lead. Blood cultures were positive for staphylococcus, and removal of the chronic pacemaker system was recommended. Due to the patient¿s complete heart block status, a transvenous pacer was inserted for heart rhythm support. Cook evolution extraction system explant of the chronic lead system including the medtronic lead was uneventful. The patient remained in stable condition post procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).